Event description:
During robotic assisted laparoscopic small pouch gastric bypass and esophagogastroduodenoscopy, the ethicon echelon flex powered plus stapler misfired, causing an additional procedure of a partial gastrectomy. The misfire occurred during the second load fire and the first green load fire, according to the surgeon. The stapler was removed. A different (covidien) stapler and staple loads were then used to complete the procedure.